Manufacturer narrative:
Concomitant medical products: product ID: 5594, product type: lead, implanted: (B)(6) 2010; product ID:4196, product type: lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had one beat of undersensing noted on a supra ventricular tachycardia (svt) episode. The lead remains in use. No patient complications have been reported as a result of this event.